Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia at school with blood glucose exceeding 400 mg/dl following lunch, the ilet alerted for high glucose, and the school nurse administered subcutaneous insulin by pen; the elevated glucose persisted for more than five hours, and the caregiver changed infusion supplies as a precaution. Symptoms included none reported. Outcomes included correction with manual insulin without need for outside assistance or medical intervention. Investigation included troubleshooting and education with review of potential infusion set issues and guidance to replace supplies. Investigation of this case revealed no confirmed device or infusion set malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.